Event description:
The patient was undergoing a coil embolization procedure in the gda using pod coils, ruby coils, packing coils, and a non-penumbra microcatheter. During the procedure, while advancing pod coil through the microcatheter the hospital technician experienced resistance. While retracting the pod coil, the coil unintentionally detached within the microcatheter. The microcatheter containing the detached embolization coil was removed. A new microcatheter was opened and multiple packing and ruby coils were placed in the target vessel. While advancing a ruby coil into the target vessel, the coil was too large and would not fit in the vessel. While retracting the ruby coil, the hospital technician kinked the pusher assembly. The ruby coil was removed. While advancing a new ruby coil into the target vessel, the coil would not fully enter the vessel, and the ruby coil was retracted. Multiple attempts were made to re-advance the coil into the vessel; however, the hospital technician kinked the ruby coils pusher assembly. Therefore, the ruby coil was removed. The procedure was completed with packing coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.